Event description:
It was reported that the patient had an infection with (B)(6) in the brain and died 3 months later. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Note: date of death reported is an estimate. Date of death was unknown at the time of this report. Programmer model 37642 serial# (B)(4) adaptor model 37092 lot# 267130002 implanted: (B)(6) 2011 explanted: unk extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk lead model 3389s-40 lot# v659421 implanted: (B)(6) 2011 explanted: unk lead model 3389s-40 lot# v616993 implanted: (B)(4) 2011 explanted: unk. (B)(4).